Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mobile power unit (mpu) was confirmed via the provided log file (from system controller (B)(6)). The log file contained data spanning approximately 6 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. The alarm appeared to have been caused by a loss of power, as the voltage in both power cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and no other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was also observed to have been manufactured with a v-lock ac power cord. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a no external power (nep) alarm on (B)(6) 2023 was noted on interrogation of the patient¿s controller and log file review was requested. The event log of the controller recorded power cable disconnect / low power hazard / nep alarms on (B)(6)2023 at roughly 5:59 am while tethered to the mobile power unit (mpu). The alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. The patient and their family did not know what caused power to the mpu to be briefly interrupted.